Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture and capsular contracture, baker grade IV. Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. A weight test of the device was completed and the device was within specification. A microscopic analysis was performed which identified one opening (striated) and wear abrasion. Based on the device analysis the final assessment is: one opening (striated) assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture. The device has been explanted.